Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On(B)(6) 2026, it was reported that the patient's was shaking and disoriented from passing out and couldn't tell the time the day. She stated that she was already asleep at the time so she wasn't also able to recall if the device was able to give alerts. She was found passed out on the couch, alone. The patient was found by others. Upon discovery, she did not go to the hospital and just drank some sugary drink, sprite. One fingerstick was done after consuming half bottle of sprite it was showing 63 mg/dl. During the call, she was still shaking and had headache. She was not able to recall the last egv but the numbers were stable before going to bed and she wasn't able to recall the time that the sensor failed. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.